Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows.

Manufacturer narrative:
Summary: end-user claims discrepant results. Three sets of accuracy data reported, and one set precision data. Customer results analyzed in-house. Accuracy not met criteria, one set results. Precision met criteria. Indicates patient condition uti w/ hematuria. Patient condition and treatment may affect test results. In-house accuracy test performed with returned meter, therapeutic sample and returned strips; accuracy met criteria. Temp sensing performed and passed. Meter functional test performed and passed. Visual inspection revealed no contamination, nor corrosion. Meter memory data verified. Customer result 2.0 registers per memory date on (B)(6) 2009. Result 2.2 registers on (B)(6) 2009 and (B)(6) 2009. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio precision data provided by end-user lot: 1st-inr=2.0, 2nd-inr=2.2. Inratio meter, mean: 2.10, sd: 0.14, %cv: 6.73. The 6.73% cv is less than 20%. Inratio meter results pass the criteria for precision. No further testing is required at this time. On (B)(6) 2009 biosite received 1 inratio 1 meter (B)(4) and 6 loose strips lot # 214550 (B)(4).